Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, intraoperatively, after firing, the stapler was removed from the patient and discovered that anvil did not stay attached to the stapler. The surgeon asked for sigmoidoscope and retrieved the anvil using a grasper.